Event description:
Reporter indicated that his dell x5 handheld computer was having issues with the screen freezing on multiple occasions on the "interrogation successful" screen. He says he has done hard resets, soft resets, and removed the flashcard and it will work for a while but then freezes again. Product has been requested, but has not been returned to manufacturer to date.